Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: aesthetic plast surg. 2025 apr 16. Https://doi.org/10.1007/s00266-025-04829-5 epub ahead of print. Pmid: 40240587.

Event description:
Title: modified two-flap method for first-stage ear reconstruction in lobule-type microtia. This study aims to propose a novel procedure capable of reconstructing a complete ear contour with postauricular sulcus in the first stage, with the option for subsequent tragus revision if needed. Between june 2020 and october 2023, a total of 245 patients (173 males and 72 females) with lobule-type microtia underwent ear reconstruction surgery while using 5-0 prolene sutures, 4-0 mersilk sutures, and 5-0 pds ii sutures. Reported complications are: 5-0 prolene sutures, 4-0 mersilk sutures, 5-0 pds ii sutures, n=5 delayed healing of helix incisions, treatment: regular dressing changes, n=6 skin flap blisters, treatment: regular dressing changes, n=3 skin graft blisters, treatment: regular dressing changes, n=1 cartilage exposure attributed to skin flap necrosis, treatment: local flap transfer, n=4 cartilage exposure attributed to fascia flap necrosis, treatment: local flap transfer, n=2 sever cartilage absorption, treatment secondary reconstruction. In conclusion, our modified two-flap method for autologous ear reconstruction, with its technical modifications and standardized surgical procedures, has consistently yielded satisfying results with a low incidence of complications. This approach proves to be a valuable option for lobule-type microtia, particularly for individuals with loose and thin skin in the mastoid region.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.